Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient had a lot of ins recharger (insr) to return, she did not have the prepaid label. Patient services (pss) reviewed the prepaid label and instruction to pick up with call tag would expire if it had been a while. Pss mentioned that in previous reported, the patient had 3insrs to return due to ¿software glitch¿ for insr triggering reset. It was noted the patient was unable to charge her insr, the connector pin was bent. No further complication and no symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she received a new recharger and it wasn¿t working. The patient reported that they were charging and the screen went blank and started beeping every 5-10 seconds. The patient wasn¿t using antenna locate when the issue occurred. The steps for resetting the recharger was reviewed. The patient reported that she didn¿t have the time to reset the recharger at the time of the call and would call back to walked through how to reset. Additional information was received from a patient on (B)(6) 2017. The patient stated that they were sent a new antenna for their charger but that did not work. They were sent a whole new charging system but the system is not working and they told the patient how to fix it by doing the reset. The patient stated that it is doing it continuously. They hardly have any battery and looks like good connection getting 8 bars. The patient stated that it will charge for a while but then do the beeping thing. It has been happening when recharging their implant. The patient cannot get to a full charge. The patient stated that they need a replacement so they were transferred to repair. The patient stated that their recharger is beeping all the time. Additional information was received from a patient on (B)(6) 2017. The patient stated that they have had issues with their recharger since implant. They have had to get 3 different rechargers due to the software glitch for the recharger triggering the reset. No further complications were reported/are anticipated.